Event description:
It was reported that during a lap hysterectomy procedure, the devices tissue pad melted. No piece fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 02/24/2009 information was not provided by the initial contact. Exact date unknown. Information anticipated, but unavailable at this time.